Event description:
The cannula vent cap could not be removed by pulling the removal tab. A large amount of force was required to remove the cap. The event occurred before the cannula was put into use. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
The primary reason for the blue vent cap being difficult to remove and/or the pull tab breaking off is the mold process injection speed parameter by which the cap was produced.